Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and confirmed the device was overheating as it was discovered during pre-testing. The device was tested and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance pre-testing, it was discovered that the attachment device overheated. The event was not related to surgery. There was no patient involvement. There was no injury, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.